Event description:
It was reported that the customer had an external ram error alarm, unexpected restart alarm, and a displayable history check failed on startup alarm on the insulin pump. No further details given.

Manufacturer narrative:
No unexpected alarms noted during testing. Insulin pump passed error test and self-test. However, insulin pump had multiple alarms in alarm history screen. Insulin pump alarmed due to corrupted history file. No unexpected alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.